Event description:
The user turns on the 733 hyfrecator and the unit activates by itself and to stop activation, must turn unit off. User was not pressing the activation switch. This did not happen during a procedure.